Event description:
The report received from the affiliate indicated at the distal tip of a 6f 90cm brite tip sheath was frayed when removed from a patient. Another device was used instead and there was no patient injury. The brite tip sheath was initially inserted into the vessel, and then an (unknown) biopsy forceps was being inserted into it but the biopsy wouldn't come out of the distal tip of the sheath. The brite tip sheath was removed from the patient and it was confirmed that the distal tip was frayed. Therefore, the physician stopped using the sheath introducer, and used another one. The procedure was finished successfully. The product will not be returned for analysis. The access site was unknown. The access site was not a cto. It was unknown if the lesion was calcified. There was no excessive force used to insert the brite tip. The procedure being performed was unknown. The biopsy was removed with the sheath. Further information is not available.

Manufacturer narrative:
The report received from the affiliate indicated at the distal tip of a 6f 90cm brite tip sheath was frayed when removed from a patient. The brite tip sheath was initially inserted into the vessel, and then an (unknown) biopsy forceps was inserted into it but the biopsy forceps wouldn't advance out of the distal tip of the sheath. The brite tip sheath along with the biopsy forceps was removed from the patient and it was confirmed that the distal tip was frayed. The procedure was finished successfully. The access site was unknown, was not a cto and it was unknown if the lesion was calcified. There was no excessive force used to insert the brite tip. Further information is not available. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15809067 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Please note that the gender of the patient is unknown. Additional information is pending and will be submitted within 30 days upon receipt.